Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr : not applicable as the event is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported their "left breast implant ruptured and has granuloma, cyst." Device has been explanted.

Event description:
Patient reported their "left breast implant ruptured and has granuloma, cyst." Device has been explanted.

Manufacturer narrative:
Continued: h6- f1903. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, granuloma.